Event description:
It was reported through a protegen sling marketing survey that following a vesica protegen placement, the pt incurred a fistula, causing the physician to remove the sling. No other info is available. No product was returned for eval.